Event description:
Rptr performed back-to-back blood glucose testing, using different fingersticks, with results that were 87,72 and 93 mg/dl. Rptr was not experiencing any symptoms. A control solution test result of 129 mg/dl was in range according to the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8